Event description:
It was reported that the patient was experiencing inadequate pain relief from the stimulator. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago to the date the manufacturer became aware.